Event description:
The customer reported "the image of fluoro was not normal. The kv rose to 120kv, but the image on the monitor was dark. The center of the image moved to the right about 10cm and the right part of return moved to the left about 10cm."

Manufacturer narrative:
The ge service rep advised the customer to upgrade to a new version. He used the upgrade kit to fix the problem.